Manufacturer narrative:
A ge service rep performed an onsite investigation and replaced the fuses in the inverter. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up. No pt injury was reported.